Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 16-aug-2023. The device evaluation was completed on 21-aug-2023. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no temperature, impedance, or irrigation issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a redo atrial fibrillation cardiac ablation procedure that included qdot micro catheter. The patient experienced cardiac tamponade that required pericardiocentesis and ultimately surgical intervention. It was reported that a steam pop occurred resulting in the patient developing a pericardial effusion, while ablating with the qdot micro catheter in q-mode for a redo afib ablation. After isolating pulmonary veins, and ablating a mitral annulus line, conduction block was still not achieved so the physician moved toward the left atrial appendage. The steam pop occurred at the base of the appendage, while ablating at 50 watts and 50 degrees, with adequately modulating (increasing, believed 15 ml/min) irrigation rate. The developing effusion was first observed using intracardiac echo (ice catheter). A pericardiocentesis was performed, removing 2.5 liters of blood from the pericardial space, which was given back to the patient. Blood products, "cell saver," and heparin reversing agents were also administered. CT surgery was called to the ep lab for further intervention. The patient's chest was cracked on the ep lab table and the caller stated they were closing up at the time of the call. The patient was stable at the time of the call. The caller stated the physician had not yet indicated that they believed biosense webster inc. Products contributed to the patient event, but believed the physician attributed the steam pop to the qdot micro catheter. Caller was emailed requesting ablation time in area of steam pop and they replied, "on the pedal for 31 seconds. Just under 12 seconds for that particular visitag." Additional information was received. Physician's opinion on the cause of this adverse event was bwi product malfunction. Outcome of the adverse event was improved. Patient required extended hospitalization, patient had sternotomy and was intubated overnight. Other relevant history was redo ablation from another physician. Transseptal puncture was performed with heartspan needle 1902. Correct catheter settings were selected on the generator. Normal qmode operation, pump switched from "low" to "high" flow during ablation. No error messages observed on biosense webster equipment during the procedure. Force visualization used was graph, dashboard, vector and visitag. Parameters for stability used was tag index. No additional filter used with visitag. Color options used was tag index. Generator parameters was qmode 50w and 50 degrees. Noted temperature, impedance and power at the time of steam pop was 40¿s temp, impedance 90¿s and 50w. Since the adverse event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it was to be considered serious. Steam pop is not considered to be a device malfunction. Steam pop was an expected physiological phenomenon.